Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an issue when delivering a bolus. Reportedly, the requested bolus would be added to the "extended hours of distribution." There was no reported impact to the customer's blood glucose (bg) level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.